Event description:
Since (B)(6) 2011, we have had at least 10 reported incidents of the epifuse connector becoming disconnected from the epidural catheter. There have all been in chronic pain pts with permanent catheters, both inpatient and outpatient. It was reported by one of the physicians that one pt was treated for meningitis because of the exposure. However, he could not produce the pt's name. This has been brought to the attention of quality assurance at smiths-medical and they are "investigating". However, we do not have lot and serial numbers.